Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage and exposed wires related to the power extension cable in the form of the dc jack connector being completely broken off from the pvc overmold . Internal visual inspection inside unit¿s enclosure assembly revealed infestation. Unit was powered on successfully in conjunction with standard power supply prior to the investigation being halted because observation of infestation. A diagnostic test was not performed because of infestation stated in visual evaluation.